Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
At this time, the device has not been returned for analysis. This report will be updated upon return and completion of analysis, or if additional information becomes available.

Event description:
It was reported that this patient's left ventricular (lv) lead was surgically abandoned and replaced due to high out of range pacing impedances. This cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced during the same procedure. No additional adverse patient effects have been reported.